Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead presented to the emergency room (ER) due to shocks delivered. Upon programmer interrogation, the field representative was unable to view the stored tachy episode. As a result, it was unclear whether the delivered shocks were appropriate. However, it was determined that this ICD had recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Upon clearing the code 1005, the ICD recorded a code 1007, indicative of a prolonged charge time (CT). It was noted that the ICD was last interrogated in 2016, and the ICD had been implanted for 15 years. Technical services (ts) reviewed troubleshooting options, and recommended replacement of both the ICD and rv lead. The ICD was explanted and replaced later that day due to battery depletion and the observed codes 1005 and 1007. Rv lead testing during the procedure indicated that the rv lead was functioning as intended, and the decision was made to keep the rv lead in service. The ICD was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead presented to the emergency room (ER) due to shocks delivered. Upon programmer interrogation, the field representative was unable to view the stored tachy episode. As a result, it was unclear whether the delivered shocks were appropriate. However, it was determined that this ICD had recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Upon clearing the code 1005, the ICD recorded a code 1007, indicative of a prolonged charge time (CT). It was noted that the ICD was last interrogated in 2016, and the ICD had been implanted for 15 years. Technical services (ts) reviewed troubleshooting options, and recommended replacement of both the ICD and rv lead. The ICD was explanted and replaced later that day due to battery depletion and the observed codes 1005 and 1007. Rv lead testing during the procedure indicated that the rv lead was functioning as intended, and the decision was made to keep the rv lead in service. The ICD was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.